Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels and juice was consumed to address the bg. The cause of the low bg was not known and the customer was working with a healthcare provider.